Event description:
Caller reported an issue with the speaker and vibrate function of a pump, noting that the speaker was not audible even when settings were adjusted to high. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump, provided storage mode instructions, and advised the caller to return the problematic pump within 10 days. The caller was informed of the necessary steps upon receiving the replacement, and acknowledged the instructions given.